Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21534247-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and severe contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the reported issue "laser apature came detached from sheath" was not able to be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, "aiming beam was firing straight out of the fiber" and "laser apature came detached from sheath" were noted after 20,323 joules of use. The fiber was exchanged, and the procedure was completed utilizing the second fiber (340,567 joules used). The tips of both fibers were cleaned during the procedure. There was no patient injury reported due to the event.